Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system generator would not communicate with the patient or clinician programmers. Troubleshooting was attempted by trying the magnet reset, but the issue persisted. Reportedly, the patient had a MRI procedure and the patient did not notify the physician or any abbott representative, it is uncertain if the MRI mode was used during the procedure. The next course action has not been determined at this time.